Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels after he had fallen downstairs with the insulin pump. The customer stated that he did not have a diagnosis at the time of the call. The customer's blood glucose was over 400 mg/dl. The customer stated that he broke the insulin pump by landing on the device during his fall. He did not observe any physical damage to the device but noted that he believed there may be some internal issue. The insulin pump failed the self-test during troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.